Manufacturer narrative:
Referencing quality notification # (B)(4). Continued monitoring of all complaints of this type will continue to be conducted. No further corrective or preventive actions are planned.

Event description:
Pigmentation, blue/gray discoloration of the mucosa. Pigmentation both against the lip and palate. According to the clinician, the discoloration is not amalgam tattoos.